Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filed as the coding was updated to include staphylococcus as the suspected cause of infection. Boston scientific received information that this implantable cardioverter defibrillator (ICD) was part of a system revision due to infection with sepsis and erosion. Reportedly, the patient device site opened up with green pus like drainage. Moreover, the patient experienced tenderness and itching at the distal portion of the incision site two days before admission. An eschar was removed prior to the night of the admission. Distal wound dehiscence was noticed and abscess was noticed with an exposed can. There were no additional adverse patient effects reported. The ICD was explanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was part of a system revision due to infection with sepsis and erosion. Reportedly, the patient device site opened up with green pus like drainage. Moreover, the patient experienced tenderness and itching at the distal portion of the incision site two days before admission. An eschar was removed prior to the night of the admission. Distal wound dehiscence was noticed and abscess was noticed with an exposed can. There were no additional adverse patient effects reported. The ICD was explanted.